Manufacturer narrative:
Philips has investigated this allegation. It was alleged that there was c-arm movement problem. The customer has not accepted the quote, and no service has been provided by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that there was an issue with c arm movement. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.